Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified posterior tibial artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at below nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.